Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screw presents no manufacturing defect. Everything conforms to specifications. The quality of the product is not questioned by the surgeon: the breakage of the screw comes from a manipulation error (incorrect handling with the spit).

Event description:
(B)(4). - for regularization - retrospective review / FDA request. Implantation failure reported by health facility: broken screw.